Manufacturer narrative:
(B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Renal dysfunction are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. With review of the available clinical data there is no indication of any device manufacturing or performance issues related to the reported event. Renal dysfunction has many sources of ideology. The root cause of the reported event cannot be conclusively determined however, patient, procedural including bypass time, and pharmacological factors that may have contributed to this event. The instructions for use (IFU) addresses guidelines for optimal patient management including therapeutic anticoagulation guidelines as well as testing for platelet inhibition. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the us that a patient was in the hospital post thoracotomy implant and 5 days after implant found to have creatinine of 3mg/dl on (B)(6) 2016. The coronary bypass time was noted to be 50min. On (B)(6) 2015 the patient had a creatinine of 2. The patient was discharged on (B)(6) 2015 and follow up blood work on (B)(6) showed patient returned to normal renal function at 1mg/dl/ bun 24. No additional information available at this time.